Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was observed to be in backup vvi mode due to low battery. The pacemaker was explanted and successfully replaced. The patient was stable.